Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted

Event description:
It was reported that the air dermatome shredded patients skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device shredded patient¿s skin during surgery. On january 15, 2018, it was clarified that the issue occurred on (B)(6) 2018. The device has not been serviced in many years. There was no medical intervention or additional surgical procedure required. There was no harm or injury associated with the reported event. Another device was not used to complete the surgery. There was no extension or delay to the procedure. The surgical technique was followed. An additional graft was not required. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated air dermatome as documented in the repair reports. The dhrs for the returned width plates were not reviewed since the type of cutters and associated lot numbers were all unknown. Initial qa inspection of the air dermatome on april 10, 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications. The head, control bar, and reciprocating arm had visible damage. All of the width plates sent in were damaged and the width plate screws were missing. The hose also needed replaced. Repair of the air dermatome was performed by zimmer biomet surgical on april 10, 2018 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, control bar, calibration shaft, swivel, hose, and all 4 width plates. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the width plates were damaged. The cause of the device shredding the patient¿s skin was due to the width plate being damaged. The damaged plate could cause the blade to be misaligned and cause the device to shred the patient¿s skin. The root cause of the device shredding the patient¿s skin is unknown since it is unknown how the width plate became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.